Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a pentaray nav high-density mapping catheter and the patient experienced cardiac perforation that required surgical intervention. It was reported that the patient experienced a drop in blood pressure, cardiac tamponade, and perforation of the left atrial appendage. Once the effusion was greatly reduced, the patient was transferred to cardiac surgery, where a sternotomy was performed and two small holes in the left atrial appendage were detected. It is unknown whether this occurred as a result of the transseptal puncture, multi-spline mapping catheter manipulation or catheter/wire manipulation. The procedure was not able to be completed due to the patient complications. The patient was held afterwards for observation, but is expected to recover.